Manufacturer narrative:
(B)(4). Date sent: 11/1/2023. D4: batch # 512c70. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged. Causing intermittent power. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 512c70, and no non-conformances were identified.

Manufacturer narrative:
(B)(4)date sent: 10/12/2023d4: batch # unkattempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic appendectomy procedure that the device fired when the jaw closure handle was closed. The surgeon noted that the device prematurely fired when the jaw closer handle was closed on tissue. Unknown if the procedure was completed successfully or if there was any patient harm. No patient consequences.